Event description:
A physician questioned some pt calcium results as they seemed erroneously high. Customer stated that the samples were retested the following day and the repeated calcium results were lower than the original test. Field svc engineer performed svc on the instrument.